Manufacturer narrative:
B5: the patient was treated with 20 ml/kg of fluid resuscitation. Epinephrine infusion was increased. H10: a device history review was conducted and the investigation determined that the reported issue was caused by an unexpected variability in the material properties of the arps silicone tubing manufactured by a supplier. The most probable cause of the event was a defective arps tube inside the arps pump. The arps effluent segment was replaced following this event. A nonconformance has been opened to address this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment multiple high transmembrane pressure errors were issued by a prismaflex machine. Multiple pod repositioning procedures was required. The continuous renal replacement therapy pump would not pass a self test. Circuit to circuit change was done and the patient became hemodynamically unstable requiring intravenous fluids and vasopressor medications. No additional information is available.

Manufacturer narrative:
Correction made in h6. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the lox files related to the reported event was provided and evaluated. Review of the files revealed that on the day of the event, the machine was continuously alarming "self test failure (4)", so therefore, after about two hours without solving the alarm, the operator ended the treatment. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.